Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) . It was reported the patient missed a refill and the pump was empty. It was calculated that the pump would be empty on (B)(6) 2017. The patient had received medical care for withdrawal. The date the patient experienced symptoms and when they sought medical care was unknown. The hcp was planning to aspirate the catheter access port (cap) and replace the pump. No further complications were reported.